Manufacturer narrative:
H9:3016438761-10/31/23-002-corrected .

Event description:
The customer observed error codes 5819 reagent cartridge loading error at reagent carousel position (43) and 5817 cannot initialize module due to previous loading error or removal error when loading alinity I hbc reagent. The customer opened the reagent storage and found 2 reagents stacked up. The reagents were removed, and the module was initialized after having reagent storage module (rsm) read the barcode. The rsm and processing module both shifted to ¿running¿. The customer was able to load first reagent from first set without error. Error 5819 occurred during loading of second reagent. The first one stayed in the reagent storage, but there is no information about it in reagent status. Loaded second reagent after removing several reagents, but light remains orange and reagent is not taken away. The issue occurred with the alinity ci-series system control module (scm), (B)(6). There was no impact to patient results, patient management, or user safety.

Event description:
The customer observed error codes 5819 reagent cartridge loading error at reagent carousel position (43) and 5817 cannot initialize module due to previous loading error or removal error when loading alinity I hbc reagent. The customer opened the reagent storage and found 2 reagents stacked up. The reagents were removed, and the module was initialized after having reagent storage module (rsm) read the barcode. The rsm and processing module both shifted to ¿running¿. The customer was able to load first reagent from first set without error. Error 5819 occurred during loading of second reagent. The first one stayed in the reagent storage, but there is no information about it in reagent status. Loaded second reagent after removing several reagents, but light remains orange and reagent is not taken away. The issue occurred with the alinity ci-series system control module (scm), (B)(6). There was no impact to patient results, patient management, or user safety.

Manufacturer narrative:
Further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where due to an intermittent software error, a cartridge or onboard vial rack could be loaded onto a reagent carousel position that is already occupied with another cartridge or onboard vial rack. The issue has the potential to generate incorrect results and chemical or biohazardous exposure. The alinity ci system software v3.4.0 on the alinity scm, sn (B)(6), failed to meet performance specification or otherwise perform as intended at the customer site; thus, a deficiency was identified. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.